Manufacturer narrative:
Continuation of d10: product ID tm90t0 lot# serial# (B)(6); product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: 24-aug-2021, UDI#: (B)(4). Analysis of the communicator found that it failed due to a damaged micro usb interface. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving unknown drug via an implantable pump for unknown indications for use. It was reported that the patient's communicator was broken inside and would not charge. The patient confirmed the port felt bent or loose. Troubleshooting was not required. The patient stated it started "about 3-4 days ago". An email was sent to the repair department. No further information was provided.